Manufacturer narrative:
Further analysis was performed on the keypad. Visual inspection revealed two depressions in the keypad flex tape. Bench analysis showed that the depressions in the keypad flex tape did not compromise the protective layer. Additional analysis revealed that the log indicated an error, which triggered the displayed error upon the next power-up cycle. Conclusion: analysis was inconclusive due to the lack of parts returned for failure analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device failed functional testing due to the error. After the log was cleared and the device was reset, the device functioned normally. It was also noted that the battery wire insulation was pinched, the display wire was pinched, the keypad flex was pushed down onto resister, indented the flex, and a case screw was contaminated. (B)(4).

Event description:
It was reported the epg (external pulse generator) displayed an error message and would not work. The epg was returned for repair. There was no patient involvement.